Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose levels were 517 mg/dl. Customer advised the needle was bent when removed from the packaging and they received high blood glucose levels. Customer declined to troubleshoot for high blood glucose levels and the bent cannula.